Manufacturer narrative:
"Reported event: it was reported that the handpiece had residue on the front rim. Issue was noticed before case, however the patient was under anesthesia and they had to cancel the case. Device history review: device history records indicate (B)(4) devices were manufactured under lot k09ab and (B)(4)including (B)(4) were accepted into final stock on 3/28/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to handpiece (p/n 209063), straight saw attachment (p/n 212186) and angle saw attachment (p/n 212480) in trackwize database on 9/21/2017 shows 10 other complaints related to the failure in this investigation. Those investigations are : (B)(4). Visual inspection confirmed residue on the handpiece contact service. The contact surface is between the saw attachment and the handpiece. Visual inspection revealed wear consistent with normal use. Material analysis completed in investigation (B)(4) confirmed the material was consistent with the material of the saw attachment and the surface of the handpiece. Conclusion: when locked together the attachment and the handpiece have small motion at their contacting surfaces and the surfaces wear. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard."

Event description:
During set up of the rio, a black residue was discovered around the rim of the attachment point between the mics and the saw attachments. There was discussion about whether the substance was a result of metal on metal wear or if it was a lubricant coming out from inside of the mics due to the system being washed improperly and not lubricated. After the patient was under anesthesia, the decision was made to cancel case. Medical intervention was not necessary.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During set up of the rio, a black residue was discovered around the rim of the attachment point between the mics and the saw attachments. There was discussion about whether the substance was a result of metal on metal wear or if it was a lubricant coming out from inside of the mics due to the system being washed improperly and not lubricated. After the patient was under anesthesia, the decision was made to cancel case. Medical intervention was not necessary.